Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that brady and pause episodes were recorded on an implantable cardiac monitor. The linq device appeared to have possible noise on the pause episode and possible undersensing of the paced beats on the brady episode. On the day the brady event occurred, the threshold was 3.25 at 0.40, and the output was programmed to 3.50 at 0.40. Right ventricular lead capture management determined that the threshold increased on (B)(6), 2025, which was greater than the amplitude margin and may have compromised capture. The leadless implantable pulse generator (ipg) pacing pulses were not capturing due to undersensing, as it could not detect the intrinsic beat. The sensitivity settings were 0.1mv for the linq device and 2mv for the leadless ipg. The leadless ipg was programmed vvir with a lower rate of 80 bpm, indicating pacing intervals of 750 ms with no rate response and shorter intervals with rate response. No patient complications have been reported as a result of this event.